Event description:
It was reported by the customer, cardiosave intra-aortic balloon pump was experiencing monitor flickering upon startup. There was no patient involvement.

Manufacturer narrative:
Due to character limits - event site address - (B)(6). Initial reporter - (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit, disassembled the monitor for internal check and contact check. Checks were also performed on the display and video card. Functional checks and diagnostic tests performed. No type of anomaly or fault was found. The device has passed all performance and safety tests according to the manufacturer's specifications. The device has been returned to the customer and authorized for clinical use.